Manufacturer narrative:
A2: exact age not available; however, reported to be over 75-years old.

Event description:
It was reported that filter failed to recapture. A left atrial appendage closure procedure was being performed with use of a sentinel cerebral protection system (cps) for embolic protection. The sentinel cps was inserted and advanced to the intended location. The proximal filter was deployed. During attempt to reposition the proximal filter, the proximal filter failed to retract, and the proximal filter slider was stuck. The sentinel cps was retracted through the radial sheath with the proximal filter partially exposed. A new device was utilized to complete the procedure. There were no patient complications.